Manufacturer narrative:
This report is to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: while the user was handling the device, biopsy channel leaked, which led to water invasion of the device, then abnormality of electronic parts. As a result, the suggested event occurred. In addition, the following non-reportable malfunctions were found during the device evaluation: the channel tube was leaking, the control section had liquid intrusion, the light guide tube was aging, the video cable was damaged, the image was flickering at start up, the insertion section had dents, the bending tube had dents and the protector was aging. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope had no image. The issue occurred during preparation for use for a diagnostic bronchoscopy that was completed with a similar device. There were no reports of patient harm.